Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up with a blood glucose (bg) level of 407 mg/dl and while delivering a bolus of insulin, the customer received an occlusion alarm. The customer changed out the infusion set site and an insulin injection was administered to address the bg level. A system check was performed using the current supplies on the pump. The pump and infusion set tubing were found to be operating as expected.